Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. No unexpected critical pump errors (open book image) were noted during testing. After further review, there is corrosion on some of pins of the lcd connector located on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.